Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the completion of the thumb advance stroke, "clip deployment was not possible." Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No add'l info was provided.